Manufacturer narrative:
Model #/lot #: correction. A used sample was returned for this complaint. A used sample was returned with the original packaging. The sample was slightly covered with biological/foreign material/substance at the tip of the endotracheal tube (et). The vent connector of the endotracheal tube was not returned with the sample. The et tube sample was examined, while decontaminating, the balloon cuff was inflated through pilot balloon with the solution (metricide plus 30) to check for possible leakage. Leakage was detected from the balloon cuff. After decontamination, the balloon cuff was inspected under magnification, tearing effect was seen near the proximal bond area. The connection of the pilot balloon to the inflation line was examined under magnification. No defect or damage was seen at the point of connection. The connection of the suction line to the et tube was examined under magnification. No defect or damage was seen at the point of connection as well. The proximal bonding area and distal bonding area were examined and both collars remained attached to the 3-lumen extrusion (tubing). The device history record for the lot number, aa6341v01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. A manufacturing root cause could not be determined for the reported issue. All information reasonably known as of 21sep2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Sample received and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 13jun2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 9611594-2017-00090 for the second report. It was reported that an endotracheal tube leaked after placement. The patient aspirated due to leak and was extubated and reintubated. Additional information was received on 31may2017 that states, "three tubes were examined prior to intubation and cuffs were working okay, and no leaks. The health care worker attempted three intubations with the tubes enclosed and all three cuffs leaked. On the fourth try, the patient was able to intubate successfully." Additional information returned 14jun2017 that states patient is reported to be fine and has recovered from this experience. No additional information provided.